Manufacturer narrative:
(B)(4). The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the surgeon retracted the device from the finger grips on the shaft and the wing on one side collapsed and it was noted that the wing had broken. The wing detached, on one side, in one full piece, from the top where it slides under the opaque white part of the body of the device under where the suture retriever comes out of the body of the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A review of the DHR showed that there were no unusual manufacturing issues or errors. An examination of the device itself showed that the approximation wings were not welded. (B)(4) performs the weld operation as a part of its manufacturing process, therefore this complaint is considered verified and valid. An improved approximation wing welding inspection fixture was implemented on 4/25/2016 to address the issue. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: the surgeon retracted the device from the finger grips on the shaft and the wing on one side collapsed and it was noted that the wing had broken. The wing detached, on one side, in one full piece, from the top where it slides under the opaque white part of the body of the device under where the suture retriever comes out of the body of the device. The patient's condition was reported as fine.